Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2014-13232. During a follow-up, there was an increase in threshold and pacing impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. During the replacement procedure, there was no damage noted on the rv lead. The patient was stable following the replacement procedure.